Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No crack was noted near the battery compartment or around the display.

Event description:
It was reported that the insulin pump has cracks near the battery compartment, around the display window and the display is worn. Nothing further reported.